Event description:
A pt was undergoing an elective bronchoscopy with co bronchoscope. A reusable cytology brush was being used when the approx 0.5 inch long brush broke off in the pt's bronchus. The brush could not easily be retrieved using forceps, which necessitated transferring the pt to another facility where bi-plane fluoroscopy was available. The brush was subsequently retrieved. There is no known inuury to the pt, although he remains hospitalized while undergoing further work-up.